Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr 3.00 x 38 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first distal strut lifted and pulled distally. There were no signs of damage; stretching or lifting of the stent struts to centre or proximal struts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination found a midshaft kink 30mm distal of hypotube/midshaft bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
The target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced but was unable to cross the lesion, and the distal side of the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion, and the distal side of the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.